Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was encountered during the process of filling the cartridge with insulin as two syringe needles bent while attempting to insert them into the cartridge. There was no reported impact to customer's blood glucose. No additional information was provided.